Event description:
The customer reported diluent dripped from the probe of the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patience consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument at the facility. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered faulty dual diluent filters causing the probe leak. The fse replaced the filters and resolved the fluid leak issue. The fse also observed high platelet background counts and decontaminated the instrument to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).